Event description:
Device history record was reviewed, no event linked to the reported issue was observed. No device log was provided therefore no review could be performed. The reported device was not sent back to brézins for investigation but was repaired by UK service center. Pressure sensor was replaced to solve the reported issue and device was returned to customer. The defective sensor was not sent back to brézins for further investigation, however a CAPA has been opened due to other similar reports. To our knowledge no patient consequences have been reported. The trend is abnormal and reported risk is lower than estimated risk.

Event description:
Defective pressor sensor.